Manufacturer narrative:
H3: product evaluation: customer report of pannus and stenosis was confirmed. X-ray demonstrated wireform intact and minimal calcification on the host tissue overgrowth on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the inflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue overgrowth was observed on free margin of leaflet 2 near both commissures. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Serrated mechanical damage marks were observed on the surface of leaflet 2 near commisure 3 on the outflow aspect. Sewing ring was cut off around all three leaflets and the metal band was exposed underneath those areas. Cut off sewing ring fragments were not returned. Wireform was exposed at commisure 3. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx21mm valve implanted in the aortic position was explanted after an implant duration of four (4) years due to pannus leading to stenosis. The patient presented with shortness of breath. There was no patient factor that could contribute to the host tissue overgrowth. The valve was replaced with a 11500a21 valve. The patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date), h6 (device code) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.